Manufacturer narrative:
Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The short runtime of the battery was detected during service by a technician of maquet. The defective battery was replaced.

Event description:
It was reported that the battery pack of the rotaflow console got empty after 15 minutes. This was detected during service and there was no patient involvement in this case. (B)(4).